Event description:
A physician reported that a male pt experienced a fungal ulcer while using renu with moistureloc multi-purpose solution. An isolate was obtained which was positive for fusarium. The physician reported that while the pt was having discomfort he continued using his lenses. Prior to the diagnosis, the pt was first seen by an optometrist and was prescribed tobradex (1 week) and zymer. The pt was later referred to and seen by an ophthalmologist. He was given treatment of natacyn and zymar. The outcome was unk.